Manufacturer narrative:
No photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using the bd neoflon¿ pro IV cannula the needle and hub separated, with the hub remaining in the situ. The following information was provided by the initial reporter: attempted to insert 24g IV cannula for a child. Cannula inserted to skin and needle advanced until flashback. Line advanced/needle withdrawn incrementally. However when needle withdrawn entirely the catheter portion came off with needle whilst hub held in situ. Catheter and hub had separated entirely. Obvious danger that the catheter could have separated from hub inside vein and entered circulation.

Manufacturer narrative:
Correction: imdrf annex a grid changed to a0401. H6: investigation summary: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.

Event description:
It was reported that while using the bd neoflon¿ pro IV cannula the needle and hub separated, with the hub remaining in the situ. The following information was provided by the initial reporter: attempted to insert 24g IV cannula for a child. Cannula inserted to skin and needle advanced until flashback. Line advanced/needle withdrawn incrementally. However when needle withdrawn entirely the catheter portion came off with needle whilst hub held in situ. Catheter and hub had separated entirely. Obvious danger that the catheter could have separated from hub inside vein and entered circulation.